Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had infused zosyn faster than pump programed.  Pump was programmed to infuse at 25 ml/hr and 71.6 ml. Left to infuse on the pump however tubing was dry. There was patient involvement however no harm.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device eval by manufacturer? And manufacturer narrative annex b: b01 annex c: c19 annex d: d14 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an over infusion of zosyn was not confirmed through log review and was not reproduced during extensive laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. Internal inspection of the suspect device did not identify any irregularities. A review of the pcu event logs, on (B)(6) 2025 at 6:10 am, the pcu was powered on, the profile in use as identified as ¿general adult¿. On channel b a guardrails drugs piperacil¿tazo (zosyn) was programmed for a four (4) hour duration with the following parameters: drug amount of 3.37 gram, diluent volume of 100ml, concentration of 0.034gram/ml, rate of 25ml/h, volume to be infused (vtbi) of 100ml and dose of 3.37 gram. Then the user updated the vtbi to 25ml, with primary volume infused (pvi) of 1001.76ml. At 7:09 am, the user pressed channel off with pvi of 1026.19ml. At 8:51 am, channel b was selected, restoring the infusion. The user then updated the vtbi to 100ml. Between 10:00 am and 10:05 am, the pump module alarmed ¿air-in-line¿, the user then pressed silence key twice. Followed by pressing "channel off" with a pvi of 1054.61 ml. The primary volume infused recorded during the reported infusion was calculated to be 52.85ml bd alaris system user manual (v12.3.2), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The incident administration set was returned for this investigation, and no obvious issues were observed during inspection. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center or the facility. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the pumping mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center or the customer. Please re-torque all screws. Repair center should follow their normal processing for the device, checking for any incidental issue prior to return it to customer. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had infused zosyn faster than pump programed.  Pump was programmed to infuse at 25 ml/hr and 71.6 ml. Left to infuse on the pump however tubing was dry. There was patient involvement however no harm.